Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, there were several episodes of pacemaker mediated tachycardia (pmt) and automatic mode switching (ams). The device was reprogrammed and the patient was stable.